Event description:
It was reported that stent dislodgment occurred. A 3.00x16mm promus element ¿ drug-eluting stent was selected to treat the target lesion. The physician encountered difficulties while crossing the device to the target lesion and subsequently, the stent separated from the balloon and lodged unto the right coronary artery (rca). The physician managed to remove the dislodged stent by using forceps. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. There were no issues with balloon inflation/deflation. The stent crimp force, the crimp temperature and the crimp duration for the device are all within the specified range. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found damage to the inner wire lumen at multiple locations; the lumen was stretched within the area of the balloon chamber, compression failure damage distal to distal balloon cone and stretching between the port bond skive to 35mm distal from port bond skive. No other issues were identified during the product analysis. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 3.00x16mm promus element ¿ drug-eluting stent was selected to treat the target lesion. The physician encountered difficulties while crossing the device to the target lesion and subsequently, the stent separated from the balloon and lodged unto the right coronary artery (rca). The physician managed to remove the dislodged stent by using forceps. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).